Event description:
During the procedure, the surgeon reported that the device would not deploy. The device was removed from the field, and a new device was utilized to complete the case. It is unknown if the new device was of the same or different lot.